Event description:
Adverse pt event involving a bougie tip (used for intubation) that broke inside of pt, lodged in lung, required bronchoscopy at bedside with prolonged intensive care and hospitalization. On (B)(6) 2014, reintubation required due to ett cuff not remaining inflated. On (B)(6) 2014: chest x-ray reveals complete opacification of left lung due to obstruction or possible mucous plug; unplanned emergent bedside bronchoscopy completed in medical intensive care unit. Micu staff unaware of introducer tip breaking; foreign body retrieved from lung during bronchoscopy; family members state pt chewing on sewing ripping tool at home and looked like the tip of sewing tool. On (B)(6) 2014: micu staff member suggests foreign body could have been bougie tip and investigation begins with certain awareness that foreign body is bougie tip. On (B)(6) 2014: bougie tip inspected hospital wide and discovered specific lot of bougie medical devices hardened and can be broken while in sterile packaging; inventory removed and sentinel event root cause analysis initiated. Pt remains hospitalized with noted daily improvement and future discharge planning.